Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did allege injuries, hernias, multiple surgeries to repair recurrent hernias, adhesions in the pericardium, left crus, spleen and stomach, and splenic capsular tear. A review of the manufacturing records was performed and found the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Not returned.

Event description:
Per legal complaint case no.: (B)(4). It is alleged by patient's attorney that on or about (B)(6) 2006, patient underwent surgery for repair of a hiatal hernia. As reported, a non-bard/davol ethicon proceed was implanted to repair the hernia defect. It is alleged by the patient's attorney that on or about (B)(6) 2008, patient underwent an additional surgery for repair of an incisional hernia. As alleged, a bard/davol ventralex was implanted to repair the hernia defect. It is also alleged, by the patient's attorney that on or about (B)(6) 2008, patient underwent a surgery for repair of a left epigastric incisional hernia. As alleged, the surgeon performed a primary repair of the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2012, patient underwent an additional surgery for repair of a recurrent incisional hernia. As alleged, a bard/davol ventralex was implanted to repair the hernia defect. It is alleged by the patient's attorney that on or about (B)(6) 2014, patient underwent additional surgery to remove the previously placed mesh and repair recurrent hernias. After entering the peritoneal cavity, the surgeon found several pockets of mesh, which were folded, crinkled up on each other and significantly contracted. These meshes were removed. The surgeon had to perform an extensive lysis of adhesions between the bowel to the abdominal wall where the mesh was located as well. With dissection over toward the left side, the surgeon found the mesh was all bunched up over on the left side and was densely adhesed to the pericardium, left crus, spleen and stomach. During dissection of these dense adhesions to the mesh, there was a splenic capsular tear and large rent in the stomach among other injuries. This mesh was removed as well. The surgeon then placed a non-bard/davol gore bio-a device to repair and reinforce the resulting defect. It is alleged by the patient's attorney that on or about (B)(6) 2016, patient underwent additional surgery to repair a small bowel obstruction. During this surgery, the surgeon noted that it took several hours to divide the adhesions from the anterior abdominal wall as a result of multiple previous surgeries. It is also alleged by the patient's attorney that on or about (B)(6) 2019, patient underwent additional surgery to repair a recurrent small bowel obstruction. During this surgery, the surgeon again had to spend multiple hours taking down extensive bowel adhesions resulting from multiple previous abdominal surgeries. As reported, patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. As alleged, the mesh products implanted in the patient failed to reasonably perform as intended and had to be surgically removed. Thus, further invasive surgery was necessary to repair the very problem that the products were intended to repair, providing only harm and no benefit to him. As reported, patient has suffered injuries including severe personal injuries, pain and suffering and other damages due to the alleged defective mesh products.